Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter (pm) was observed in an unspecified quantity (stated as ¿at least one") of 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. It was further reported by the customer that the pm was identified to be paper and styrene via ftir (fourier-transform infrared spectroscopy). The device(s) had been filled with fentanyl and bupivacaine. This issue was discovered after compounding prior to leaving the facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The quantity of the affected devices was clarified thirty-three (33). H4: the device was manufactured between 08sep2020 and 09sep2020. Thirty-three (33) actual devices were retained by the customer and the device was evaluated by an independent laboratory. It was further reported, the particulate matter was stated to be paper and styrene via ftir (fourier-transform infrared spectroscopy); however, the condition could not be confirmed nor refuted. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.